Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and a non boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes. The noise appeared to be due to minute ventilation (mv)/respiratory sensor oversensing. The impedance measurements were intermittently elevated, but not out of range. The patient was to be brought in for reprogramming. No adverse patient effects were reported. The device remains in service.